Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes dashes (---) for several parameters, a decrease in rate, and that programming or interrogation were not possible.